Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-10438, 2017865-2019-10439 it was reported that the patient developed an infection. The pacemaker system was removed. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.